Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the associated defibrillator was unable obtain an ECG signal using these attached electrodes pads. Complainant indicated that the clinician obtained another set of electrode pads (lot #: 2923k, expiry date of 07/22/2025) to continue treating the patient that were also unable to obtain an ECG signal. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. Please refer to the user medwatch report that zoll medical has received.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated and g4 (PMA/510k#). The actual electrode pads, lot# 0622j, were not returned to zoll medical corporation for evaluation. Due to the age of the lot, a retained sample could not be fully performed, but a full DHR review of the material and lot number have been performed with no discrepancies noted. The reported event date was 9/19/2023. The expiration date of the pads was 2/5/2024 and 7/22/25. The pads were not expired at the time of the event. The second set of electrode pads, lot# 2923k, a retain sample investigation was performed. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. A review of the complaint history DHR for lot# 2923k found no issues. Since the comprehensive DHR review had no findings, and the device used in the incident has been used successfully since the incident, the claim has been closed as no fault found. The device clinical file was not available as part of the investigation. It's noteworthy to mention the device remains in clincal use without any additional events reported. Analysis of reports of this type has not identified an increase in trend.